Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was cut during spinal surgery. The plan was to manage the patient with oral medication. The patient and device information were unknown at the time of this report. Additional information has been requested, but was not available at the time of this report